Manufacturer narrative:
The device was returned to olympus for evaluation on (B)(6) 2018. The evaluation confirmed the reported device issue. The distal end probe tip was found broken off. In addition, the probe insulation was found in critical condition. The scope was serviced and returned to the user facility. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been completed. Based on the device evaluation results and similar reported events, the cause of the reported device issue could be attributed to improper maintenance of the device. The instruction manual states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected by following section 10.1, ¿troubleshooting guide¿ on page 141. If the irregularity is still suspected after inspection, contact olympus.¿ this report will be supplemented if additional information becomes available.

Event description:
Olympus was informed that during an unspecified procedure, the tip of the scope broke off and fell inside the patient¿s lung. It is unknown if the device fragment was retrieved from the patient. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the endoscopic support specialist (ess). On april 26, 2018, an olympus ess was dispatched to the user facility and there were no deviations noted during with the facility¿s reprocessing practices.